Manufacturer narrative:
The complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
It was reported via a telephone call by a male patient that upon the use of the complaint contact lenses on (B)(6) 2018, he experienced scratching on his left eye (os) but upon removal of the contact lenses the scratching stopped. He tried to use the contact lenses again for the next three days but the results were the same. He consulted an ophthalmologist and was hospitalized for three days wherein he was treated every two hours with an unspecified antibiotic drops ( seven to nine drops). It was noted that the last consultation was on (B)(6) 2018 and that the symptoms were still continuing. The patient indicated that he had a "germ on the cornea" and corneal tears on his os due to the use of the contact lenses. He added that he would not see anything out of his os for three months as he would use a cache (eyepatch) and he does not know if he would regain his sight or will permanently lose his visual acuity. Additional information was received on 20jul2018 via returned questionnaire. It was reported that the patient experienced irritation and swollen eyelid, severe redness and severe pain immediately upon the first use of the contact lenses and strong pain when in the light. He visited his pharmacist, his general practitioner and his ophthalmologist and was hospitalized for three days. He was prescribed with a preservative-free ocular solution, lubricating eye drops, sterile compresses, paracetamol tablets, tobramycin ointment and tobramycin and dexamethasone eye drops. He was treated with the eye drops every two hours for 48 hours and was advised for a follow up visit after 15 days. He was diagnosed with abscess of the cornea and was advised to discontinue contact lens wear. It was noted that the symptoms were not resolved but were improving and his visual acuity with correction changed from 8/10 to less than 3/10. It was added that there was a probability of permanent functional deficit for the patient as he has difficulty driving even on short distances and he was unable to practice certain hobbies. Additional information has been requested but not yet received.

Manufacturer narrative:
The complaint product was returned for evaluation and was found to meet manufacturing specifications. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined.

Event description:
Additional information was received on 10aug2018 via a telephone call made to the patient. He reported that it was impossible to wear contact lenses. Currently, he wore a polarized and progressive eyeglasses with layer. He added that his visual acuity was 3/10 during his last control and that the quality control was not good. He is scheduled for a consult with an ophthalmologist a couple of weeks after. Additional information was received on 17aug2018 via a telephone call to the patient. It was reported that the patient spent four days at the hospital and that his current visual acuity was 4/10 for his os. It was noted that he was on sodium hyaluronate eye drops but the treatment modality was unknown. The ophthalmologist does not know if the patient will recover more and that the patient has a fissure in his temporal cornea. The patient added that his current condition was problematic for his driving and practicing sports. Additional information has been requested but not yet received.

Manufacturer narrative:
Correction: patient code: the patient code on the MDR was 1930 which was submitted on 01aug2018; this smdr ( follow-up 3) is being submitted to indicate that the patient code should have been 1735 and the patient code 1796 should have not been included.

Manufacturer narrative:
Event, relevant tests/laboratory data: new information received. MFR site, report source: updated information.

Event description:
Additional information was received on (B)(6) 2019 via telephone call made to the patient. It was reported that the patient was unable to see for a couple of months and his ophthalmologists were unsure if he could see again on the os. On the third month, the patient was able to see again and little by little his vision became better, his current visual acuity was 8/10 with eyeglasses. The patient added that the ophthalmologists does not believe that his visual recovery would go beyond 8/10.